Event description:
A customer contacted beckman coulter inc., (bec) and reported that they received three error messages stating "reagent pack monitoring has detected reagent dispense failure" after loading a follicle-stimulating hormone (fsh) reagent pack on their unicel dxi 800 access immunoassay system. The instrument event log stated that the reagent pack was no longer usable due to process monitoring errors. Hotline helped the customer troubleshoot the issue and the customer confirmed to hotline that the reagent pack causing the event log errors had previously been loaded on their other dxi instrument. The customer discarded the mis-loaded reagent pack and confirmed that the warning labels regarding pack sharing were in place on the instrument. The customer reported no test results were generated in connection to this event, and they did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Service was not dispatched for this event. Use error is the root cause of this event. (B)(4).